Event description:
The hcp reported their pt was experiencing an increase in pain following an MRI of unknown tesla. The pt's physician programmed the pump to stop before the MRI and it was restarted the following day. At the pt's first refill appointment since implantation, the hcp reported a pump volume discrepancy of 37.5%. The hcp stated there have been steady dose increases along with therapeutic single bolus doses since the MRI with little or no pt response. The most current drugs contained in the pt's pump are clonidine (100 mg/ml) and morphine (10 mg/ml) delivered at 1.2 mg/day. The hcp is considering their troubleshooting options. Add'l info has been requested, but was not available at the time of this report.